Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a calcified lesion in the right distal common iliac artery with the everflex entrust 8x40x120 stent, the stent was not visible on fluoroscopy and appeared to be missing. The system was inserted with the red locking pin still in place according to instructions for use, and the physician attempted stent deployment without visualization. Multiple prior stents were present in the vessel, which made visualization difficult. Fluoroscopy was used to attempt visualization of the stent. The vessel was pre-dilated with a boston device, and the device was passed through a previously deployed stent. No resistance was encountered when advancing the device, and no damage was noted to packaging or during removal from the tray. The instructions for use were followed without issue. Another identical stent was deployed without issue to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. The device was returned with the red safety lock pin removed, no stent in the device, and the device was in a deployed state. The device was identified from the strain relief. The device returned in the fully deployed state, with the gold inner advanced out of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.